Event description:
It was reported that during a lap prostatectomy procedure, the active branch of the device broke. They had to change the procedure to open surgery in order to retrieve the broken part.

Manufacturer narrative:
Information anticipated, but unavailable at this time.